Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) recommended emergent device replacement and a procedure was initially scheduled. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) recommended emergent device replacement and a procedure was initially scheduled. No adverse patient effects were reported. This device was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) recommended emergent device replacement and a procedure was initially scheduled. No adverse patient effects were reported. This device was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.